Event description:
It was reported that the ventilator had an issue. No more information was available. The patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially, it was claimed that device did not work. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. The issue was decided to be reported based on available information (no logs or no information about faulty part), as the initial description may have underlying causes, which represent a reportable event. In further process of complaint handling the received information indicated that the leakage was reported and resolved by replacing expiratory cassette's membrane. The issue has been resolved and the device was delivered to the user in working condition. It has been determined that the most likely root cause is design labelling. The problem is related to dirty expiratory cassette¿s membrane, therefore cleaning manual for ventilation products will be updated. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse

Event description:
Manufacturer's ref. #: (B)(4).